Event description:
During factory analysis of a returned cpu pcb board post-service, review of the device diagnostic history stored on the cpu pcb board noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The device diagnostic history noted the ventilator had been operating on the internal battery and the device alarmed due to a low battery condition. The occurrence was not previously reported by the customer during service and there was no patient harm reported. There were no faults identified on the cpu pcb board during analysis and testing.